Event description:
It was reported that when the programmer was turned on, the screen was blank; it would not start. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the low voltage differential signaling (lvds) printed circuit board (pcb) was loose. After this was properly seated the display functioned appropriately. It was also noted that the fan was noisy and the stylus was missing. Product ID 2067 radiofrequency head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).